Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via support link regarding a trial patient who started the basic evaluation. Duration of trial was started (B)(6) 2016 and ending (B)(6) 2016. Patient was experiencing pain in the incision site which patients believes was due to an infection.